Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a bilateral inguinal hernia repair procedure on (B)(6) 2017 and absorbable staples were used. During the procedure, a device was not properly forming the staples, avoiding the fixing of the mesh. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
No visual damages were presented on the returned device that was used in medical procedure. Device was disassembled to perform a deep inspection and the prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.